Event description:
Doctor reported that the implant's head got damaged, fractured and implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D4: additional device information unknown / not provided. G4: premarket identification k061410/k011028/k013227. H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvb13, (impl tapered scr-v sbm 3.7mm 3.5mm 13mm). Visual evaluation was performed, the implant had bone debris on its external threads and was fractured at the collar. DHR review was completed for the subject lot number 61994003. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61994003 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the material selection of implant inadequate (unable to withstand occlusal forces or long term loading). Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.